Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens is damage could be determined however, the issue was likely the result of repetitive use stress and or user handling/mishandling. The event may be prevented by following the instructions for use which states: instructions - evis exera ii ultrasound gastrovideoscope - olympus gf type uct180 important information ¿ please read before use warnings and cautions warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the elevator channel plug is loose, due to a pinhole on the bending section cover, water tightness is lost, due to damage on channel tube, water tightness is lost. In addition, adhesive around objective lens has wear, adhesive around light guide lens has wear, adhesive on bending section cover has wear. Finally, connecting tube has a buckling, due to wear of angle wire, bending angle in up direction does not meet the standard value, ultrasonic probe is loose and universal cord has buckling. The evaluator determine wear and tear damage with customer mishandling and with increasing use/time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the ultrasound probe has sheath broken on the distal end. The issue was found after reprocessing the instrument in the endoscope washer. The device was returned for evaluation. During the device evaluation, deep cut on the probe unit and acoustic lens is damaged was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.